Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Asr litigation record received. Litigation record alleges that patient have elevated metal ion, experienced pain, suffering, grief , sorrow, emotional distress, and irritation around the hip. During revision, peritrochanteric fluid and this findings are consistent with metallosis and adverse local tissue reaction. Doi: (B)(6) 2007 - dor: (B)(6) 2020 (left hip).